Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet was not accepting a dexcom g7 pairing code, the dexcom app access was impaired, and the ilet cgm type had been set to g6, leading to unsuccessful pairing until the cgm type was corrected and the new g7 sensor code was entered. Symptoms included hyperglycemia, with capillary glucose readings of 382 mg/dl and 423 mg/dl before cgm pairing and after resuming insulin delivery. Outcomes included temporary manual blood glucose entry and a supply change, after which insulin delivery was resumed and glucose reportedly stabilized. Investigation included remote troubleshooting, verification of dexcom readings on the phone, confirmation of the correct sensor type setting, guided re-pairing of the g7 sensor, and education on proper infusion set priming and insertion timing. Investigation of this case revealed user setup error related to incorrect cgm sensor type selection and infusion set handling prior to observing drops, which resolved with corrective education and reconfiguration. It was concluded, based on previously established findings for similar reports, that the cause was user error in device setup and handling.